Event description:
It was reported that right atrial (ra) lead dislodged. The lead was explanted and replaced. During the procedure right ventricular (rv) dislodged. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.